Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. In the course of the analysis, inner and outer insulation silicone was torn and had burst open from the distal tip. It was noted that the event may have been caused by a clogged blood in the lumen of the lead and may have increased the pressure leading to a blow.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and had insulation damage as the physician severed the lead when the terminal pin was flushed. Another was lead was implanted. Additional information obtained from the field representative confirmed that this lv lead was already explanted and returned. No additional adverse patient effects were reported.